Event description:
The thermacor 1200 infusion system was used at (B)(6) on (B)(6) 2020. The hospital reported the cassette leaked blood from the return line connection into the cassette. The nurse had difficulty removing the yellow cap. The cassette was replaced, and the surgery continued without any patient injury or extended time to surgery. Retains were reviewed for this lot of cassettes; no issue was noted. No issue has been noted for this lot of cassettes in the field. (B)(4) 's distributor, informed the hospital of retain results, and it is suspected that the yellow luer lock screw was tightened incorrectly. The yellow luer lock screw should be used to tighten but instead it appears that the clear base underneath was tightened. It appears that this incorrect tightening caused a restricted flow, and it created a leak at this location. The hospital has requested further training. (B)(4)'s sales team will address the training once the hospital allows reps into the hospital after the covid-19 virus has been controlled. (B)(4).